Event description:
The hospital reported that the c-ring broke while taking a branch. The customer states that he was able to retrieve the broken piece from the tunnel in its entirety. No pieces left in tunnel. The customer did open a new kit to complete the procedure. Only delay was the length of time to open new kit. No injury to patient. No additional incisions or procedures were required due to the reported failure. No resistance was noticed while inserting tool into the cannula.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.